Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly adn the anchor tab were located inside the tube of the delivery device. The seal was loaded in the delivery tube; it remained anchored to the tension spring assembly, it was cracked along the 6 row from the outer edge. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked in the center and part of it remained inside of the loading device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.